Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that on (B)(6) 2026, a 34mm amplatzer amulet left atrial appendage occluder was chosen for implant using an unknown delivery system. During procedure, they were unable to implant it despite multiple attempts. They decided to remove the prosthesis and attempt implantation after a new transseptal puncture, less posterior and more inferior. When they removed the prosthesis, they noticed a large amount of thrombus adhered to the device, despite working with an activated clotting levels above 350. They made extensive efforts to wash the prosthesis with heparinized saline; however, thrombus was still observed adhered along the disc. As there was no second 34 prosthesis available, they opted for a second prosthesis, this time size 31, which was implanted successfully.